Event description:
Consumer reports their meter is giving inaccurate results, very erratic. Analysis run on clark error grid using mean avg. Readings (353) as ref. Point vs. Bd readings (508, 110, 140) yielded data points in the c/d range of the grid, outside of acceptable limits.